Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's clinic visit, he stated that an "odd beep" occurred a few days prior. The event history indicated 2 low speed alarms and one pump stoppage on (B)(6) 2014. The patient felt that he was on batteries at the time of the alarms. The patient's driveline has multiple areas of rescue tape. The tape was removed and the wires appeared to be intact underneath. The patient denied that there was any trauma to the driveline. The alarms were not reproduced with manipulation to the external driveline or with the patient moving in different positions. X-rays were taken and there were a few areas with some shield separation. One section was internal and another section was external; however, it could not be concluded that either of these areas were the cause of the pump stoppage. It was also reported that the patient was experiencing intermittent low voltage advisory alarms. Review of the event history revealed that the low voltage alarms appeared to be due to battery usage, and were occurring after being in use 8 to 9 hours. The patient's system controller was exchanged. No further information has been provided.

Manufacturer narrative:
The pump remained in use supporting the patient at the time of the event. The log file was reviewed and confirmed the reported motor stop event and low speed operation. Although the cause of these alarms could not be conclusively determined, the log file evaluation was consistent with damage to the percutaneous lead. Approximately 3 months later, the patient experienced similar alarms and the patient underwent percutaneous lead repair on 1/14/2015 and pump exchange on 1/16/2015. The product was returned on 1/23/2015. Reference MFR report # 2916596-2015-00248 for the patient's percutaneous lead repair and pump exchange. A review of the device history record revealed the device met applicable specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.